Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to oversensing. The lead was found to have dislodged. This was the second dislodgment in three months due to the patient performing gymnastics. The patient requested that the system be removed.